Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because reportable event was not conformed, a specific cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed there was no harm or user injury reported due to the event. The intended procedure was a diagnostic colonoscopy. The reported event occurred during the procedure. The procedure did not need to be completed with another device. The procedure was delayed by 5-10 minutes while the patient was under sedation. There was no adverse health effect to the patient attributed to the delay. There was no medical intervention (i.e. Treatment outside the scope of the procedure) required as a results of the reported problem. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The customer further reported the screen turned back on about 5 minutes after they turned the whole stack off and on again. This happened about 4 times over a couple of days. Refer to additional patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's complaint cannot be confirmed. When tested, the monitor passed all tests in accordance with the original equipment manufacturer service manual. The monitor was tested for 4 working days and no error occurred. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecfied surgical procedure, it was reported that the high definition lcd monitor turned off mid-procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.